Manufacturer narrative:
Evaluation of summary: post market vigilance (pmv) led an evaluation of one device. The green adapter light was not working. The parylene coating on the bldc board was bubbling indicative of exposure to moisture. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The most likely root cause for this damage is due to improper cleaning and drying methods or contamination at the coating operation. Use of improper sterilization methods or incomplete drying time may introduce additional moisture into the system. Flash sterilization method specifically has been noted to severely damage the system and is contraindicated for the system. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred intra-operatively. While the tissue was inside the jaws of the device the surgeon pressed the green button to fire but the system did not respond. Before firing everything indicated that the status to fire was good, it never emitted a green light flashing signal. The case was completed using a manual handle. No known patient injury.